Event description:
It was reported that this implantable device was placed, but the lead pierced three layers of the heart, requiring a pericardial window for drainage and lead repositioning. Since then, during the auto threshold cycle, the pacemaker has delivered inappropriate shocks to the pectoral muscle and diaphragm of this patient, resulting in pain and spasms. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.